Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed, however occurrence was likely. Water tightness was not maintained due to holes in the curved rubber caused by external factors. The curved rubber adhesive was missing. The bending angle was insufficient due to the elongation of the angle wire. The video connector was broken and deformed due to an external factor. The display of the light guide connector was incorrect. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, the endoeye flex deflectable videoscope presented a b30 scope communication error message. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the cause of the suggested event was the defect of the image sensor unit or failure of the internal board of the video connector or the system caused the event. Olympus will continue to monitor field performance for this device.